Event description:
An implant card was received that the patient had a generator and lead replacement due to high impedance. The generator was replaced due to compatibility with new lead. The notes from the replacement indicated that the patient's explanted lead was "disintegrating", likely referring to lead fracture(s) and was removed completely. It was reported that the explanted products were not available for return to the manufacturer for product analysis; therefore return of the suspect product is not expected to date. No further relevant information was received to date.